Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The device was noted to have gone from 35 percent remaining to end of life (eol) within six months. Device replacement was recommended. Device replacement was scheduled for a future date. This device remains in service. No adverse patient effects were reported. This product is part of the sq-rx 1010 shortened replacement time 11/05/18 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of device memory found elective replacement indicator (eri) was reached on (B)(6), 2020 and end of life (eol) battery status was reached on (B)(6), 2020. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The device was noted to have gone from 35 percent remaining to end of life (eol) within six months. Device replacement was recommended. Device replacement was scheduled for a future date. This device remains in service. No adverse patient effects were reported. This product is part of the sq-rx 1010 shortened replacement time 11/05/18 advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The device was noted to have gone from 35 percent remaining to end of life (eol) within six months. Device replacement was recommended. Device replacement was scheduled for a future date. This device remains in service. No adverse patient effects were reported. This product is part of the sq-rx 1010 shortened replacement time 11/05/18 advisory population. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.